Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that for about two weeks the act button on the insulin pump is not responding properly; the customer has to press it harder for it to work. The alarm history was checked and there was a button error alarm on (B)(6) 2015. Blood glucose value was 12.5 mmol/l. Customer was advised to discontinue the use of the device. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window.